Event description:
Pt is a diabetic, and has used medtrionic quickset for about one year. Pt received a letter from medtronic minimed in march 2004, advising not to use quickset plus to monitor blood sugar levels, citing FDA directive to not utilize defective product. Minimed advised a return to using "regular" quickset product. Pt resumed usage of regular quickset, but found their blood sugar levels abnormally high. Doctor advised pt to stop using the product altogether.